Event description:
It was reported that there was a discrepancy between the displayed and actual time on the customer's device. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. The customer contacted technical support, who assisted in updating the pump time and advised the customer to monitor and report if the issue recurred. The customer understood and acknowledged the guidance provided.